Manufacturer narrative:
The product was returned with the membrane loosely unfolded and blood on the exterior of the catheter. The one-way valve was returned attached to a broken syringe. One kink was found on the catheter tubing near the y-fitting at approximately 71.12cm from the iab tip. No other defects were observed. The one-way valve was vacuum tested and it held vacuum. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. Traces of blood were detected but no obstructions were felt. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon catheter was inserted into the sheath, a backflow of blood was observed from the balloon proximal side when the catheter tip was inserted into the sheath. The customer suspected balloon rupture. Another balloon was used to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: return to manufacture date, date received by mfg, device not eval provide code,evaluation method codes ,evaluation result codes, evaluation conclusion codes, addtl mfg narrative/corr. Data . The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon catheter was inserted into the sheath, a backflow of blood was observed from the balloon proximal side when the catheter tip was inserted into the sheath. The customer suspected balloon rupture. Another balloon was used to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon catheter was inserted into the sheath, a backflow of blood was observed from the balloon proximal side when the catheter tip was inserted into the sheath. The customer suspected balloon rupture. Another balloon was used to start therapy. There was no reported injury to the patient.